Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause was linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Updated b5 event problem description.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the grip, control section, right and left knob, up and down knob, forceps channel port, switch box, image guide protector, plastic distal end, connecting tube, light guide connector, mount case unit, protector of the video cable section, protector of universal cord on scope connector side, mount case unit and the video connector case had foreign objects. There was no patient involvement.